Event description:
The complaint is reported as: the unit will not power on prior to use on a patient. No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test; however it was not able to navigate through the power-on self-test (p.o.s.t.). The unit was opened and the power supply board was removed and replaced with a known good power supply board. Again, the unit was able to pass the initial power connect test. This time the unit was also able to navigate through the power-on self-test with no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. Based on the investigation performed, the reported complaint is confirmed. The investigation revealed a defective power supply board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The unit was manufactured in 2007 and was designed for a minimum of 5 years. The root cause for the failure is normal wear.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the unit will not power on prior to use on a patient. No patient involvement.